Manufacturer narrative:
Correction: d9, d10.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient overfilled on drain 1 of 3 of treatment. A review of the patient¿s treatment records identified that the patient drained 11916 ml during drain 1 of the treatment. This drain volume is greater than 200% of the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The cycler was replaced. Upon follow up with the patient's peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was unable to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) pending delivery of the replacement cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient overfilled on drain 1 of 3 of treatment. A review of the patient¿s treatment records identified that the patient drained 11916 ml during drain 1 of the treatment. This drain volume is greater than 200% of the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The cycler was replaced. Upon follow up with the patient's peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was unable to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) pending delivery of the replacement cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Upon additional information received 05/16/2024, it was determined the large drain volume was due to user error. This submission serves as a retraction MDR for MFR report number 2937457-2024-00221, and no subsequent submissions will be performed for MFR report number 2937457-2024-00221.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient overfilled on drain 1 of 3 of treatment. A review of the patient¿s treatment records identified that the patient drained 11916 ml during drain 1 of the treatment. This drain volume is greater than 200% of the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The cycler was replaced. Upon follow up with the patient's peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated the patient had been performing a daytime exchange and became confused about treatments and was bypassing drain 0 the past two treatments on (B)(6) 2024, resulting in large drain 1 volumes from residual fluid remaining from the daytime exchange. Per pdrn the large drain volumes from (B)(6) 2024 were due to user error. The pdrn stated the patient also had contacted the on-call pdrn (B)(6)regarding the instances and came into the clinic for re-education on treatment protocol when performing daytime exchanges, and to allow for the cycler to drain completely during drain 0 to remove the 2200ml of fluid from the daytime exchange. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was unable to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) pending delivery of the replacement cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. Hp2 was found to be clogged with fluid. The cause of the encountered dried fluid and fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient overfilled on drain 1 of 3 of treatment. A review of the patient¿s treatment records identified that the patient drained 11916 ml during drain 1 of the treatment. This drain volume is greater than 200% of the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. The cycler was replaced. Upon follow up with the patient's peritoneal dialysis registered nurse (pdrn), it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was unable to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) pending delivery of the replacement cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was available to be returned to the manufacturer for physical evaluation.